Manufacturer narrative:
The reported complaint of the icy catheter (lot # 175937) leak was confirmed during functional testing. A pinhole leak was observed at the distal end of the proximal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed inside the catheter's balloons and luered tubings. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of the proximal balloon (2 cm away from the distal end of the proximal balloon), confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for icy catheter with lot number 175937.

Event description:
The icy catheter (lot # 175937) was inserted into the left femoral vein by the trauma surgeon. Per the reporter, there were no issues placing the catheter and no other lines were placed in the same vein. The patient had an arterial line placed in the wrist. The nurse called the zoll tech line for assistance programming the thermogard console to rewarm the patient. After receiving the help the nurse observed the saline bag turning pink color. The console was placed on standby mode and the catheter was inspected as per IFU for the leak. The customer used a 10-ml syringe to inject saline through the in-luer and the presence of a blood tinge was noted in the catheter out- luer tubing. The nurse pulled the syringe back and the blood-tinged saline entered the syringe. A catheter leak was suspected. The trauma surgeon was instructed to replace the catheter and install a new start-up kit (suk) tubing. No consequences or impact to the patient.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The icy catheter (lot # unknown) was inserted into the left femoral vein by the trauma surgeon. Per the reporter, there were no issues placing the catheter and no other lines were placed in the same vein. The patient had an arterial line placed in the wrist. The nurse called the zoll tech line for assistance programming the thermogard console to rewarm the patient. After receiving the help the nurse observed the saline bag turning pink color. The console was placed on standby mode and the catheter was inspected as per IFU for the leak. The customer used a 10-ml syringe to inject saline through the in-luer and the presence of a blood tinge was noted in the catheter out- luer tubing. The nurse pulled the syringe back and the blood-tinged saline entered the syringe. A catheter leak was suspected. The trauma surgeon was instructed to replace the catheter and install a new start-up kit (suk) tubing. No consequences or impact to the patient.